Event description:
It was reported that the shodc impedance measurement showed intermittent high out of range shock impedance measurements of greater than 2000 ohms for the right ventricular (rv) lead. Technical services ts was consulted and discussed that approximately one month prior to the shock impedance going out of range, the patient received therapy with a delivered shock impedance of 41 ohms. The patient was seen in the office where all measurements were within normal limits and no noise was observed through all testing. An x-ray was taken, however wat this time the results remain unknown. Ts discussed that the next step would be to perform a 1.1 joule and 41 joule commanded shodc in order to fully test the system. The cause of the high shock impedance remains unknown. The clinic was informed of the information and noted they are likely going to perform commanded shock testing in the near future. The crt-d and rv lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).